Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had error occurred when self-test was performed on the outpatient visit. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
After reviewing the unit's history file, the only insulin pump error that is listed in that file is pump error 23. The unit passed displacement and self tests. No unexpected pump error 23 or unexpected restarts occurred during testing. (B)(4).